Event description:
Potential for injury associated with the device staying on after the key is turned off on an l-3b scooter. This event is could cause injury to the user or others due to inintended movement.